Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they have not used the cycler since (B)(6) 2020 due to peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient had peritonitis in (B)(6) 2020 (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis; however, the date of the culture and the organism were unknown. The patient was on hemodialysis for a few months and has since resumed treatments with the fresenius cycler. The patient recovered. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they have not used the cycler since (B)(6) 2020 due to peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient had peritonitis in (B)(6) 2020 (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis; however, the date of the culture and the organism were unknown. The patient was on hemodialysis for a few months and has since resumed treatments with the fresenius cycler. The patient recovered. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they have not used the cycler since (B)(6) 2020 due to peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient had peritonitis in (B)(6) 2020 (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis; however, the date of the culture and the organism were unknown. The patient was on hemodialysis for a few months and has since resumed treatments with the fresenius cycler. The patient recovered. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.